Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified therapy(ies) (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if lactate therapy was ongoing. After an unspecified number of days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cloudy peritoneal dialysis effluent was a manifestation of the peritonitis and the previously reported manifestation of abdominal pain was reported as ¿abdominal pain, progression¿. The cause of the peritonitis was unknown, further described as ¿maybe due to inappropriate procedure¿, however, this was not medically confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that on the same day as hospitalization, the patient began treatment with cephalosporin (route, dosage, and frequency not reported) and gentamicin (discontinued the same day, route, dosage, and frequency not reported) for the event. Eight days after being admitted to the hospital, the patient was fully recovered from the peritonitis event. The patient was discharged from the hospital two days later. On the same day as discharge, antibiotic treatment with cephalosporin was discontinued and the patient began treatment with intravenous levofloxacin (0.3g daily for five days). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a study from china of the quality of life in peritoneal dialysis. The study title is ¿a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis (chinaq study)¿. The primary objective is to demonstrate non-inferiority of peritoneal dialysis (pd) treatment as compared to hemodialysis (hd) treatment after approximately 1 year of therapy using the kidney disease quality of life-short form (kdqol-sf) questionnaire domain of burden of kidney disease. The study protocol number is: (B)(6) and the site number is: (B)(4). The study sponsor is: baxter healthcare corporation. Contacts for the study are:(B)(4). On an unreported date, the patient experienced peritonitis. Initial reporter: the telephone number for the contact was reported as: (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on the day of the event onset, the peritonitis was manifested by abdominal pain, nausea, and vomiting. The following day the patient had cloudy and turbid effluent. The patient was treated with intravenous cephalosporin 2 g two times per day, armour oxime anti-infection and intraperitoneal gentamicin 80000 units every day (discontinued that same day). Should additional relevant information become available, a supplemental report will be submitted.